Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, caller was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.